Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue (mainbody) twist clamp of a transfer set was cracked/damaged. This issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed with a crack observed in the main body. The reported issue was verified. The cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.